Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker exhibited farfield oversensing. Technical services (ts) reviewed the stored episodes and noted that this device recorded inappropriate atrial tachy response (atr) mode switches. No adverse patient effects were reported. This pacemaker remains in service.